Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported pericardial effusion could not be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication(s) associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the pericardial effusion requiring treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. During removal of the clip delivery system (cds), a pericardial effusion was noted therefore a drain was placed as treatment. The patient remained hospitalized and was released on (B)(6) 2021. No additional information was provided.